Event description:
During an atrial fibrillation procedure, during catheter exchange with the sheath, st elevation was observed on the 12-lead, which was suspected to be due to air embolism. The physician did not suspect there was anything wrong with the sheath. The st elevation went away on its own in a few minutes. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: b5, d9, e1, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. An event of st elevation was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, during catheter exchange with the sheath, st elevation was observed on the 12-lead, which was suspected to be due to air embolism. The physician did not suspect there was anything wrong with the sheath. The st elevation went away on its own in a few minutes and no air was visualized in the patient. The procedure was completed with no adverse patient consequences.